Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the intensive care unit; cause was unknown, however the customer reported it was due to having the flue and diabetes. Blood glucose value not provided. The customer declined to provide additional information regarding the issue.